Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was 164 mg/dl. A pump evaluation was performed, and the fill estimate issue could not be replicated. The customer reverted to alternate insulin therapy.